Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.